Event description:
It was reported that this patient presented to the emergency room and was admitted. The patient was not feeling well due to right ventricular (rv) lead non-capture. Manual threshold tests were performed and elevated thresholds were observed. The rv lead was surgically abandoned and replaced, and the patient fully recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.